Event description:
It was reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 400 mg/dl. Customer declined to further troubleshoot with tandem technical support.

Manufacturer narrative:
Device not returned.